Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Ketone strips were returned for evaluation. Defect was found. Most likely underlying root cause:rc-061: storage outside specifications note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer. Product notification letter sent to contact customer care. Note: manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial and others were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint 6 of 14.

Event description:
Consumer reported complaint for open vial. Customer stated that one of his ketone test strips vial was open. Customer was advised to send back open vial. No adverse event or medical intervention was reported.